Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The unknown absorb referenced is being filed under a separate manufacturer report number. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
This was reported via review of article titled, comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case 39: it was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery. Predilatation was performed with a 2.0x12mm unspecified balloon catheter at 12 atmospheres (atm). Two absorb scaffolds (unk, 3.5x12) were implanted. The first unknown absorb was implanted using 14 atm and the second absorb, 3.5x12, was implanted using 16 atm. Post-dilatation was performed with a 3.75x15mm unspecified balloon catheter at 22 atm. The patient was placed on dual anti-platelet therapy (dapt) consisting of ascal and clopidogrel. The patient experienced a myocardial infarction and subsequently sub-acute scaffold-thrombosis was confirmed angiographically. Malapposition was noted in the unk absorb scaffold. It was not reported how the malapposition and thrombosis were treated. Reportedly the patient had stopped taking their dapt. No additional information was provided.